Manufacturer narrative:
Additional information: further information was provided and reported that the patient was fine when discharged. Patient demographics were also provided. No other information was provided. The following sections have been updated accordingly: section a2: age/date of birth: (B)(6) 1952. Section a3: sex/gender: male . Section a4: weight: about 80 kg . Section a5: ethnicity (hispanic/latino or not hispanic/latino): not hispanic or latino. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Lens remains implanted. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted and a piece of the haptic was still stuck in the cartridge. There was an advancement issue. The lens remains implanted. No other information was provided.